Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "peripheral venous catheter no. 16 with damage / breakdown at the tip, so it is not used". When checking the catheter, the flowery tip is observed."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged. The following information was provided by the initial reporter, translated from spanish to english: ""peripheral venous catheter no. 16 with damage / breakdown at the tip, so it is not used" when checking the catheter, the flowery tip is observed."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received four photos. Inspection of the provided photos revealed that the catheter tip was damaged, confirming the reported defect. The observed damage appeared to indicate that the needle had pierced through the catheter tubing near the tip of the catheter. This type of defect can occur during the manufacturing process or in the clinical setting. Since the unit was out of its original packaging, bd could not determine if the defect occurred in the user environment or during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.